Event description:
Event description guidant received information that this representative was inquiring as to whether this pacemaker was included in a recent safety advisory. The rep was told that there was a device explanted at one of his accounts which was covered under the advisory. Additionally, failure to sense the atrial lead was observed. Subsequently additional information has been received that this patient had both the ventricularand atrial leads repositioned due to dislodgement. The patient reports that she has had issues with her guidant devices, reportingthat her pacemaker was removed and replaced with a competitor's pacemaker.